Manufacturer narrative:
Software - unknown. (Using a test case to obtain the software 4.11c). Retainer ring is black. On oct 10, 2021 the customer alleged unresponsive buttons and blank display. Device powered up properly after the test battery was installed. No blank display noted. Device had no button response on the down arrow button due to corroded keypad traces. No button error alarm or stuck button alarm or pump error 61 noted during testing or in the formatted history file. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to no button response. However, using a test case, the device was responding properly too button presses. Device was able to download successful using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the device trace download. Device was tested with a test case and the device passed sleep current measurement, active current measurement and self test. Unable to perform the displacement test due to the device was cut opened. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. The customer alleged the pump had no button response was confirmed. The customer alleged the device has blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm and blank display. Customer stated that blank display was resolved after restart. Buttons were not pressed for 3 minutes or longer. Insulin pump was not exposed to change in altitude. Customer took out the battery and placid it again but buttons were still not responding no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.